Event description:
Pump was sent to biomed shop with a note stating that it was beeping low battery while plugged in and the cord was smoking and sparking. There was no report of any patient or user injury. Information was not available regarding whether or not the device was in use at the time of the report.